Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call error issue. The customer's blood glucose was unknown. Trouble shooting was performed and customer stated that they did not receive a low battery alert prior to replace battery now more than once. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The device was returned for analysis.

Manufacturer narrative:
Unit passed displacement test, active current measurement and self test. Unit received with high sleep current measurement due to corrosion on all electronic assemblies. Unit received with corroded force sensor assembly and moisture damage on motor assembly.